Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). The se was unable to replicate the reported issue and the device successfully passed all testing.

Event description:
It was reported that message 270 (syringes need replacement) was noted on the graphical user interface (gui) screen about seven hours into the perfusion. The device user (du) checked the medication infusion driver by turning the black dial. The infusion driver syringes were 28 milliliters full and the three way tap was in the correct position. The du was advised to complete a soft reset of the metra, but instead they stated they would manually turn the black dial every hour to ensure the appropriate amount of medication was introduced to the reservoir.